Event description:
During a fistulogram to open up a dialysis shunt with outflow/central stenosis, the 10mm balloon fractured from the shaft while removing it. The physician suspects a defective balloon. Diagnosis or reason for use: ue avg with outflow/central stenosis. Is the product compounded: yes.